Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend (vse) moved in the opposite direction of the operator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the device was inspected prior to use and no abnormality was found. No fragment fell inside the patient. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The instrument moved in the opposite direction with no shakiness or friction. The reporter confirmed external collisions occurred but no additional information regarding what happened was provided. A backup instrument was used to resolve the issue. There was no injury to the patient as a result of the event.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the vessel sealer extend (vse) instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found be to moving the opposite direction of the master tool manipulator (mtm) input commands. A review of the log shows no errors. An additional observation not reported by the site that was related to the primary failure was identified. The instrument was found to have a dislodged main tube. It was found that the main tube can be rolled past the hard stop in the roll gear (roll gear tabs) with little resistance, in both roll directions. This indicates that the roll gear tabs that mate with the main tube and provide a hard stop are damaged. Since the hard stop is damaged, the main tube can rotate independently of the roll gear, causing miscalibration between the mtm and tube, and creating non-intuitive movement of the distal tip. This failure caused the intuitive motion failure of the instrument. The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the instrument moving in the opposite direction is attributed the user mishandling/misuse. The probable root cause of a dislodged main tube is attributed to damage from mishandling/misuse. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the mtm and main tube, which can lead to non-intuitive motion at the distal tip.

Event description:
Refer to h10/h11 for follow-up information.